Manufacturer narrative:
Findings: unit received with cracked end cap. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip. Unit received with cracked battery tube threads. Unit received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the plastic case broken at the buttom of the pump by the dsc. The customer doesn't know how the damage occurred. The customer stated that the bottom of the pump is sticking out. The customer stated that the drive support cap is indented on the plastic case. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.